Manufacturer narrative:
This report is submitted on february 23, 2021.

Event description:
Per the clinic, the patient experienced 7 open circuit electrodes. The device was explanted 2 days post implant on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 18 may 2021.